Manufacturer narrative:
The results of the investigation are pending. A follow up report will be submitted upon completion of the investigation.

Event description:
During the procedure, the tip of the 1.5mm hex driver broke off in one of the 2.3mm locking cortical screws. The tip of the driver was unable to be removed from the screw, and the screw remains implanted in the patient. No other adverse consequences to the patient were reported. This report is related to report number 3025141-2022-00194 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Part number 80-0728 "1.5mm hex driver tip, locking groove" was received for evaluation, and it was determined the batch/lot number is 328161 . A portion of this driver was not returned, and the screw involved in this event was not returned. The evaluation performed was for the returned portion of the item. The returned part was examined with magnification which revealed: [broken tip] this driver had a broken hex drive tip, with the driver terminating in a fracture plane. The remaining portion of the hex drive tip had twisted splines and light chipping on one or more edges. [Fracture plane] the fracture plane was largely flat with light texturing; there were no notable signs of necking or ductility. The fracture plane was perpendicular to the axis of device (i.e. Parallel to the plane in which torque would be exerted on the driver). The device was measured at 2.6865 inches. It was determined the missing portion's estimated length was 0.0635 inches. The observed twisting of the hex drive splines in combination with a flat fracture plane lacking signs of ductility may indicate a torsional brittle failure mode. Brittle failure modes may result from overloading/overtorquing; however, due to unknown procedural conditions, the root cause could not be determined.